Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an allergic skin reaction that became infected while wearing an adc freestyle libre sensor. It was further report the skin under the adhesive was notable for the presence of ¿itching, redness and infected skin¿. Customer noted that on (B)(6) 2018 he had contact with a healthcare provider who prescribed belogent cream (betamethasone, a corticosteroid and gentamicin, an antibiotic). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was properly seated in the mount. Extended investigation has also been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed for the quarterly period during which each complaint unit was manufactured. No abnormalities were found, and the investigation showed all processes were effective. No malfunction or product deficiency was identified.

Event description:
Customer reported experiencing an allergic skin reaction that became infected while wearing an adc freestyle libre sensor. It was further report the skin under the adhesive was notable for the presence of ¿itching, redness and infected skin¿. Customer noted that on (B)(6) 2018 he had contact with a healthcare provider who prescribed belogent cream (betamethasone, a corticosteroid and gentamicin, an antibiotic). There was no report of death or permanent injury associated with this event.